Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touch panel only behaves about one-in-five times. There was no patient involvement.

Manufacturer narrative:
Date of report: 21aug2018. Date of manufacturer: 11june2018. (B)(4). The manufacturer¿s international service technician checked the device and was unable to duplicate the reported phenomenon. The manufacturer¿s international service technician replaced the touchscreen preventively. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.